Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead was be repositioned for good threshold and stability, but the helix screw would not come out of the lead even after multiple tries. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor was extrinsically distorted. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.